Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had high blood glucose but not hospitalized. Customer's blood glucose at time of incident was 450 mg/dl. The customer was treated with bolus. Customer was offered to troubleshoot for high blood glucose she stated that her pump is not delivering insulin. The customer reported via phone call indicating that the insulin pump had prime/fill anomaly. Customer's blood glucose at time of incident was 360 mg/dl. The customer stated insulin is squirting out during the manual prime process. After the troubleshooting was done, customer was advised that we are sending out replacement pump.

Manufacturer narrative:
The insulin pump was received with operating currents within specification. The insulin pump passed self-test, unexpected restart error test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No prime fill anomaly or unexpected no delivery alarms noted. The insulin pump was received with cracked case at display window corners, cracked belt clip slot, cracked battery tube threads and minor scratches on lcd window.